Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that a system diagnostics test at an office visit resulted in high lead impedance, indicating possible lead fracture. Physician performed diagnostics due to a report that a magnet activation failed to abort a seizure prior to the office visit. Patient is non-communicative. Revision surgery is likely. No serious injury was reported.